Event description:
The letter from the attorney alleges the consumer's scooter tipped over when she hit an uneven patch of pavement, allegedly "throwing" her to the ground, fracturing her left humerus.

Manufacturer narrative:
MFR rec'd summons alleging a user tipped her scooter over while transgressing a paved area. She reportedly hit an uneven patch of pavement which caused the event. Details of area transgressed is unclear. No history to suggest a product stability problem. Unclear if seat positioning strap was in use.